Event description:
Patient was revised to address tibial loosening at both interfaces. Depuy cement was used at the time of original implantation. Osteolysis and poly wear were also reported.

Manufacturer narrative:
This is a duplicate report of 1818910-201333639. This report, 1818910-2013-34875, will be rejected. 1818910-2013-33639 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.